Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to ketones picked up with high blood glucose of 360 mg/dl. Customer was on insulin drip and does not think it is the insulin pump, called yesterday and they did some troubleshooting. The insulin pump was currently alarming after he removed it from her abdomen, needs to know how to turn it off. The customer was wearing the pump at time of hospitalization. Customer was able to go prime pump and made it to insulin drip. The significant events leading to hospitalization were nausea, vomiting. Customer advised to call back when he is home so we could help him download pump. The device will not be returned for analysis.